Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Event description:
Device issue: none. Adverse event: death. Time of adverse event: approximately 7 months post stenting procedure. It was reported that the index procedure was on (B) (6) 2008 in the mildly calcified and mildly tortuous proximal cx. The patient was discharged two days post stenting procedure on aspirin and plavix. Reportedly, the patient expired on (B) (6) 2009 due to heart failure. The patient remained taking aspirin and plavix at the time of death. The investigator assessed the event as unrelated to the study device; however, the medical monitor reviewed this a cardiac death and relation to the registry stent is unknown. No additional information was provided. You are receiving this MDR report from abbott vascular because, (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.